Manufacturer narrative:
On completion of the evaluation a follow up report will be submitted.

Event description:
The reported procedure was an internal branch device cook graft with bilateral femoral access and left axillary access. The cook graft was placed and deployed from below. When the physician advanced the stent approximately three quarters of the way in to the target it was noted that the delivery catheter shaft had a split and kinked at approximately 30 cm from the inflation hub. The pt was stable and well with no adverse effects.